Event description:
The patient reported they were unable to obtain a blood glucose result. Their meter allegedly would only prompt "error 4" and "error 5" messages. Patient also reported their one touch ultra meter was reading inaccurately erratic. Patient obtained blood glucose results of 59 and 111 mg/dl within 10 minutes. No symptoms were reported. No adverse event, injury or treatment was reported. No further information has been reported. Issues were not resolved after troubleshooting and meter was replaced.